Event description:
An infant was receiving high frequency oscillatory ventilation and inhaled nitric oxide(ino). The ino delivery system alarmed device failure. Ikaria tech support was called. The device was rebooted 5 times and calibrated per tech support instructions. The device functioned for approximately 3 hours until device failure alarm occurred again. At this time the device was removed from service and replaced by a backup unit. An ikaria representative was present during second device failure, and the second failure was reported to ikaria tech support.======================manufacturer response for nitric oxide ventilation, inomax dsir (per site reporter)======================"...an investigation regarding the above referenced product has been completed. The investigation consisted of a thorough review of the information you provided regarding the reported failure, a review of pertinent manufacturing documentation, and appropriate testing of the delivery system. As you know, 24 hour technical support is available through ikaria customer care should the staff at your institution need technical assistance with our delivery system. The utilization of this valuable service is strongly encouraged, as it can aid in resolving problems that may otherwise result in the unnecessary replacement of one of our delivery systems. We value your business and look forward to serving you in the future. Should you have any other questions or concerns, please contact ikaria customer care at 877-566-9466. "